Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert resulting in the pump shutting down. Additionally, the usb port ¿is starting to become a problem and sometimes has issues, but I can fenangle it together¿. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact.